Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the system operating as intended and a direct correlation between the reported events (right heart failure, ventricular tachycardia) and heartmate 3 lvas, serial number (B)(4) could not be conclusively established through this evaluation. The system controller event log file contains data from 03dec2019 at 09:22pm through 04dec2019 at 04:02pm. Motor power ranged from 3.809-4.240 w, calculated average flow ranged from 4.0-4.9 lpm, and calculated pi average ranged from 2.2-8.7. The pump speed did not drop below the low speed limit for the duration of the file. No atypical alarms were captured for the duration of the file. The system controller periodic and lvad log files were unremarkable. The center reported that the patient was admitted to the hospital on (B)(6) 2019 with probable right heart failure. The patient had a 3 minute run of ventricular tachycardia (vt) overnight from (B)(6) 2019 which was terminated with anti-tachycardia pacing (atp). No alarms were reported for this event. It was later reported that there were no device-related issues that would have cause or contributed to the right heart failure or ventricular tachycardia. There were no additional symptoms or treatment besides the termination with atp. The patient later underwent a routine transplant on (B)(6) 2019. The hm3 lvas IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient admitted to the hospital with probable right heart failure. Patient experienced a 3 minute run of ventricular tachycardia overnight from (B)(6) 2019 to (B)(6) 2019 which was terminated with antitachycardia pacing. No additional information was provided.